Event description:
The pt reported the infusion site was changed on (B)(6) 2011. On (B)(6) 2011, she woke up and felt nauseous and she vomited. Her blood glucose measured 600 mg/dl and she found the infusion site cannula was bent. She also reported the infusion tubing has become separated from the headset. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for eval.